Manufacturer narrative:
Device return is not required. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Contract manufacturer dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was missing/detached when the sensor was removed from the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.